Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an implantable cardioverter defibrillator upgrade, the patient received anticoagulation therapy and developed a hematoma due to hemorrhage in the pocket. The device was explanted and replaced. The patient's condition was fine at all times.